Event description:
Patient currently has an external ventricular drain (evd) in place, connected to natus evd drainage system. The system has a chamber that is able to be drained with the manual turn of a plastic knob (stopcock) that is under the chamber. When registered nurse (rn) went to turn the knob to drain the chamber, the plastic knob broke off. This caused the inability to drain the system properly. There was no direct harm to the patient, however system had to be replaced by neurosurgery and that could potentially lead to exposure of infection risk. Patient: 4582. Device: 1069. Reference report: mw5178872.